Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). In addition, intermittent oversensing and undersensing was noted on the ventricular arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.